Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the saturation display is missing one of the bars in the middle number. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection showed no external damage. When powered on led segments on the led digits do not fully light up. The device was able to obtain readings using a masimo sensor. Internal inspection showed the "d2" led segment on the system circuit board has an open across its nodes preventing the display from showing all led lights. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.